Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device confirmed the reported allegation. The two humeral punch pins broken off from the rest of the device, only one fragment was returned for examination. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot an nc search found a previous non-conformances (nr-0182318), manufacturing irregularities.

Event description:
It was reported that the inhance head trial adapter piece broke during trialing. It broke while trying to extract it with the inhance tunning fork instrument. The deficiency was noted by the surgeon that the piece should not break that easily during extraction from the blazer and head trial.

Manufacturer narrative:
Product complaint # :(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.